Event description:
It was reported that a patient presented in-clinic for a routine check-up. It was observed that the right-atrial (ra) lead exhibited oversensing of noise. As a resolution the ra lead was capped and replaced on (B)(6) 2024. No patient consequences and the patient was stable.